Event description:
Complainant alleged that during biomedical dept's routine testing and preventative maintenance of the device, the device pacer rate is out of specification limits. The complainant indicated that there was no pt involvement in the reported failure.